Event description:
It was reported via medwatch that approx 10 yrs post a greenfield filter placement procedure, a duodenal perforation occurred. The greenfield filter was placed in the inferior vena cava (ivc) below the level of the renal veins for deep venous thrombosis (dvt) following a high speed motor vehicle accident. The pt underwent surgical resection of the ivc for removal of the greenfield filter with concomitant duodenal omental patching. Approx 6 weeks prior to the event, the pt presented to the hosp with worsening left leg pain, fevers, malaise, low back pain, right chest pain, positive shortness of breath, tachycardia, chills, nausea, vomiting, and decreased appetite. An ultrasound was performed which revealed left sided femoral and popliteal dvt. A CT scan was performed which demonstrated bilateral iliofemoral venous dvt with extension into the ivc. It was noted that the clot extended "through the (greenfield) filter to its nose cone near the renal vein refill". Additionally, it was discovered that one of the anterior struts of the greenfield filter "pierced the vena cava and the overlaying bowel" suspected to be the duodenum. The pt had no complaints of abdominal pain nor was tenderness noted on physical examination. The pt was placed on heparin for treatment of dvts and preparative measures were taken in anticipation of surgical intervention. The folowing day, a transthoracic echocardiogram was performed which revealed a mild decrease in left ventricular (lv) systolic function with an ejection fraction (ef) of 45-55%. The pt was taken to interventional radiology (ir) where an unspecified suprarenal filter and 2 unspecified catheters for infusion of an unspecified thrombolytic medication were successfully placed. The next day, the pt returned to ir and an endarterectomy was attempted, however, the physician was unable to remove the significant clot burden. The following day, the infusion catheters were removed and thrombolytics were discontinued. One day later, an abdominal CT scan revealed worsening of the clot burden. The pt was placed on a 4 week regimen of linezolid and coumadin in preparation for a greenfield filter removal procedure and discharged from the hosp. Approx 4 weeks later, the pt was admitted to the hosp with fatigue and hemoptysis. It was noted that the pt also suffered bacteremia and pericaval vasculitis. Approx one week later, the pt underwent an exploratory laparotomy procedure. During the procedure, the physician confirmed that the anterior strut of the greenfield filter had "pierced the back wall of the third portion of the duodenum". Additionally, a "nearly chronic fistulous tract" was observed surrounding the strut and an "additional filter strut was identified piercing the retroperitoneal musculature toward the right". The greenfield filter was successfully removed via an ivc resection and an omental patch was successfully placed to seal the perforated duodenum. The pt's status was reported as "ok" and it was noted that the pt was discharged shortly thereafter.